Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous right anterior tibial artery. After an unknown guidewire crossed the lesion the coyote es otw 1.5mm x 20mm x 142cm was used to dilate the lesion. On the first inflation the balloon was inflated to eight atmospheres and ruptured. This device was then replaced with a 2.5x22mm coyote balloon and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.